Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05071. It was reported the patient had lost effective stimulation (event date is unknown). On (B)(6) 2015, the patient underwent surgical intervention and high impedance was found on several contacts related to the leads. In turn, the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's extension. Effective therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.